Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the physician was removing a lead and it snapped, leaving 3 electrodes in the foramina. The physician¿s concern was the potential MRI for that patient.